Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax, which required chest tube placement and hospitalization. The procedure was completed as planned with no delays. A follow-up chest x-ray detected the pneumothorax; a chest tube was placed to resolve it. The patient was discharged within less than 24 hours. There was no device malfunction reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred a review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.